Event description:
It was reported that the customer called emergency medical services and was transported to the emergency room and admitted to the hospital with a low blood glucose level of 31 mg/dl. Cause was unknown. Details of hospitalization were not provided. Customer was released on (B)(6) 2025. The customer reverted to an alternative method of insulin therapy.